Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition but the tamper seal was missing. The pump was tested via the power up process and the reported error of 41622 was duplicated. The cause of the issue is that the cam flex circuit malfunctioned and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error 41622. There was no reported injury to the patient.